Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the surgeon's report, the pt was explanted due to a cholesteotoma. There are no plans for reimplantation as the pt did not benefit from the device.